Manufacturer narrative:
The lifter was inspected by an arjo investigator where it was reported, the lifter was in a good condition. The lifter was also function tested and that no faults were found. The cords were returned to arjo (B)(4) for further examination where no faults were found. This is considered an isolated incident. However, based upon the report received and the inspection of the cords, it is concluded the exact cause for the reported incident remains unk. New cords have been installed replacing those returned for investigation.

Event description:
A resident was helped, as usual, using a chorus lifter, but during transfer, the resident collapsed breaking her upper arm. The reported incident occurred as a result of one of the cords from a locking clip coming loose. The resident was taken to hosp. (B)(4).